Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned monitor displayed a good image when connected to a known good system with none of the reported flickering. However, the monitor chassis had a broken boss where the display is attached. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown. Initial reporter not known at the time of reporting. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and rebooting the computer resolved the issue. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor was not working correctly. The site restarted the monitor and the issue resolved. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. If information is provided in the future, a supplemental report will be issued.